Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. An attempt has been made to obtain missing information ; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was inserted and removed due to a scratch on its surface. The iol was replaced during the same procedure with an iol of the same model and diopter. No additional information was provided to johnson and johnson surgical vision, inc.

Manufacturer narrative:
Per follow-up, lens was not explanted, but it was removed and replaced instead. Lens was not scratched during handling. It was noted also that there were no patient injury, no vitrectomy performed and no incision enlargement required. Patient was doing fine post-surgery. Device available for evaluation, returned to manufacturer on: 05/04/2018. Device evaluation: the lens was received inside the daisy wheel cut in two (2) pieces, which could be related to the removal process performed. A non-jjsv cartridge was received also. There were scratches on the lens, but based on the condition of the lens it was not possible to determine as a manufacturing related. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed that no other complaint was received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.